Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an obturator sling procedure on (B)(6) 2011. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The mesh was surgically removed on (B)(6) 2011 and (B)(6) 2011 due to erosion, pain, and dyspareunia. (B)(4).

Manufacturer narrative:
It was reported that patient concurrently underwent cystoscopy and excision of right vulvar mole.

Event description:
It was reported that patient concurrently underwent cystoscopy and excision of right vulvar mole.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.